Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call to have experienced hospitalized high readings, missing segments and button error on the insulin pump. The customer's blood glucose reading was 379 mg/dl during time of hospital visit. The customer was hospitalized for potential diabetic ketoacidosis. The customer had symptoms such as nonstop vomiting and dehydration. The customer was wearing the pump during time of hospital visit. The customer had problems with advancing to the next screen during bolus. The customer reported a black circle on the home screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No partial display or missing icons were noted. The battery icon showed four full bars throughout the testing period. The pump was received with intermittent button response due to an unlocked lcd keypad connector. The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery or motor error alarms were noted. The motor passed the motor test. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.